Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 247 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The device was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The unit was received with minor scratches on the lcd window. The device was received with a cracked case at display window corners.